Manufacturer narrative:
(B)(4). Mw-137131-18 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a low transmitter battery error on (B)(6) 2018. Data was returned and evaluated. The reported event of a low transmitter battery error was confirmed via data. This complaint was upgraded to reportable status based on discovery of a transmitter failure via data log review. The probable cause was determined to be a low transmitter battery. No additional patient or event information is available.